Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp (B)(4).

Event description:
It was reported that the patient was implanted an ncb, femur plate, right, 5 holes, 167 mm on (B)(6) 2016. The plate was found broken on (B)(6) 2016 and a removal surgery was planned on (B)(6) 2016.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: the plate was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to a breakage. The breakage was notified on (B)(6) 2016. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis - visual examination: only the broken ncb plate was returned for investigation. The screws and locking caps were not returned. The visual examination of the plate shows that the breakage occurred through the fourth bore hole (seen from proximal). The fracture surfaces are damaged and polished areas are visible. Therefore, a meaningful analysis of the fracture pattern cannot be done. There are several scratches visible on the plate surface. Conclusion summary: the broken ncb plate was returned for investigation. The plate was implanted for approx. 3 months. The visual examination did not show any abnormality of the device. The fracture surface was damaged, therefore no statement could be done. The screws and caps were not returned. There are several factors which could have contributed to the breakage: over stressing the implant. Patient did not follow the post op instructions. However, an exact root cause for the breakage could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information received on november 10, 2016. Additional: explant date, if follow-up, what type?. Updates: date of event, report date, describe event or problem, device available for evaluation?, date received by MFR, type of reports, device evaluated by MFR?, evaluation codes, additional MFR narrative the manufacturer received the device for review, investigation is ongoing. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was revised on (B)(6) 2016.